Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited unspecified pacing impedance anomaly. No changes or intervention were reported. The patient condition was not known.